Event description:
It was reported that during unpacking of a 2.5 x 15 mm trek balloon catheter, the proximal shaft was already kinked when removed from the dispenser coil. Another trek balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned device analysis revealed the hypotube was separated.

Manufacturer narrative:
The patient and device codes in f10 were coded by the manufacturer.patient codes:2645 labeled na device codes:1339 labeled 1104 not labeled internal file number - 264430/1-1:during processing of this complaint, attempts were made to obtain complete event, patient and device information.evaluation summary:the device was returned for evaluation. The reported kink was confirmed. Additionally, the proximal shaft was separated at the location of the kink. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.